Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device is not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the delivery system balloon burst during the sapien 3 valve deployment and the subsequent withdrawal difficulties cannot be determined. In addition to procedural factors (manipulation of the device), patient factors (mild native leaflet calcification, mild aortic root calcification, moderate stj calcification) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, a 26mm sapien 3 valve was being deployed with nominal volume. The commander delivery system balloon was inflated and during the inflation hold count, the balloon ruptured at the last second of the count. The valve was properly deployed and no post dilation was required. Difficulty was then encountered during the attempt to pull the delivery system balloon back into the esheath. The delivery system was finally able to be pulled back into the sheath up to the nose cone. The delivery system and sheath were then removed together. The procedure was completed and the patient was transferred in stable condition. The native annular valve area measured 490mm2 by tee and 425mm2 by CT. No annular calcification, mild native leaflet calcification and mild aortic root calcification was reported. Moderate stj calcification was also reported. The access vessel minimum luminal diameter measured 8.1mm with no calcification and moderate tortuosity reported. The device is not currently available for evaluation.